Manufacturer narrative:
Additional information concerning this report was inquired from the boston scientific sales representative. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and occasional loss of capture on remote monitoring. A lead dislodgement was suspected. No actions have been taken to resolve the issue. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and occasional loss of capture on remote monitoring. A lead dislodgement was suspected. The physician elected not to replace or reposition this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.